Event description:
Hcp reported catheter migration with increase of spasticity despite change in medication rate and concentration. The device was explanted, but not returned to the MFR for analysis. A follow up report will be sent when additional info is received.